Event description:
The forceps is attached to a bipolar cord at the back of the instrument. The procedure is performed. Then, when the cord is removed from the forceps for cleaning, part of the forceps breaks off and remains stuck inside the bipolar cord. It costs the facility $658.00 to replace the two items. (See also 1003524.)